Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest, the device failed to discharge. Complainant indicated that the clinician unplugged and plugged back in a couple of times to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device history logs. The log indicates the cable fault message, then the accessories being disconnected and reconnected, then the device was able to deliver a shock to the patient at 246.50 j. The device was put through extensive testing including shock testing using test accessories and defib chamber testing without duplicating the report. The accessories used during the reported event were not returned for evaluation. The device was recertified and returned to the customer. The x series operator's guide advises the operator to "check the pad, paddle, or cable and replace if necessary" when a cable fault message is seen. Analysis of reports of this type has not identified an increase in trend.